Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid balance test failure alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as instructed in the user's guide. Evaluation of the returned cartridge identified an effluent leak in the disposable effluent fluid path. The leak was caused by a vertical slice in the cartridge consistent with that applied by a sharp object. The user's guide includes adequate warnings for the operator to periodically check the system for leaks as the cycler may not sense slow leaks and to terminate the treatment if a leak cannot be resolved. No similar problems reported with this cartridge lot. This appears to be a random isolated event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be proved.